Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, there was an incomplete staple line. The site used a new instrument to complete the case. There was no patient consequence.